Event description:
Fischer cone biopsy leep excisor product (small size) produced unexpected heat which melted plastic when in use. Common practice for physician is to start at a standard of 40 watts to biopsy. Package recommended 30-35 watts which is not common for an excisor. Recommend can also be misinterpreted that physician can go more than said wattage on packaging.